Event description:
It was reported that a patient underwent a catheterization procedure using a 5f sheath in the femoral artery. At the end of the procedure the physician elected to use a 5f celt acd to close the puncture site. The device was inserted in the sheath and the distal wings opened properly and he pulled the device to the arteriotomy site. Upon attempting to open the proximal wings the physician wasn't certain if they were properly deployed. The physician then elected to abort the closure by pulling everything out (sheath and closure device) and reverted to manual compression. No complications occurred and the patient was discharged on time the same day.